Manufacturer narrative:
Related MFR number is : 3012307300-2019-06181.

Event description:
Information was received indicating that a smiths cadd extension set leaked at the height of the filter of the tubing. There was no reported injury to the patient.